Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump, which was resolved with a reservoir change during troubleshooting. The reservoir may have bene occluded. Customer's blood glucose was 32.2 mmol/l, but descended to 26.3 mmol/l by the end of troubleshooting. Nothing further reported.